Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was returned for analysis. Reviewing the physical device we can confirm the reported event. The liner shows disassociation evidence. It was not possible however to identify any product error as the root cause for the event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ) quantity manufactured (B)(4). 2) date of manufacture (B)(6) 2020 3) any anomalies or deviations identified in DHR: none. 4) expiry date 01-31-2025. See attached sterilization certification corrected: h3.

Event description:
Additional information received indicated that there was a 29 minutes surgical delay. The patient experienced cracking, squeaking and sudden pain that led to the revision. The affected side involved in this event was the right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Reviewing the physical device we can confirm the reported event. The liner shows disassociation evidence. It was not possible however to identify any product error as the root cause for the event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured 40. 2) date of manufacture 2/28/2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date 01-31-2025. See attached sterilization certification. H10 additional narrative: added: h6 (impact code) corrected: b3, d6a, d9 and e1 (county code).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting a revision of pinnacle pe inlay sz. 50 unknown side because of disassociation of pe implant from metal cup. Doi: unknown, dor: (B)(6) 2021.